Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a ec 322 was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log revealed system error 322 messages. The cause of the condition was determined to be an out of adjustment lower link switch. The lower link switch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.